Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was confirmed with the submitted log file. The log file captured intermittent power cable disconnect alarm events that began occurring on september 14. According to the voltage values, the intermittent alarm events were captured when the system was supported on the 14v batteries/battery clips. The alarm appears to follow the 14v batteries/battery clips at the time, which alternated between the black and white power cable. At 9:09 pm, there was a power exchange to the power module and the intermittent alarms were not captured. (Related manufacturer report number: 2916596-2020-04703) event details indicated that the system controller and 14v battery clips were previously exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) section 7, and the heartmate ii patient handbook section 5, under "alarms and troubleshooting", describe all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2020 that the patient had previously experienced frequent power cable disconnects and an issue where the system controller would sometimes audibly alarm but there would be no visual display of the alarms on the lcd (liquid crystal display). The system controller and battery clips were exchanged. This event reportedly occurred in 2019 but the exact event date is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.